Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. There was one bubble near the top of the reservoir approximately three-eighths of an inch in size, and three smaller air bubbles near the medtronic label on the side. The patient's blood glucose at the time of incident is unknown. The customer was unable to push the plunger down. The customer was able to remove the air bubbles by disconnecting the reservoir and reconnecting it properly. Further troubleshooting was declined. The reservoir was not returned or replaced.